Event description:
It was reported, the ipg is unable to communicate with the external devices. The sjm representative confirmed the issue. The patient is unsure when she last recharged or received stimulation. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.